Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation using the patient programmer. A power-on-reset (por) condition was noted. Additional information has been requested, but was not available as of the date of this report.